Event description:
A patient delivered to the emergency room was diagnosed in ventricular fibrillation. The operator attempted to administer 3 countershocks to the patient using quick-combo defibrillation/pacing/ECG electrodes. Each time there was allegedly no energy delivered to the patient. This opinion was based on the lack of expected muscular reaction. A second defibrillator (same model) was obtained and used. The second defibrillator allegedly failed to either charge or deliver energy (the report is unclear). A third defibrillator (same model) was made available and used with standard external paddles with no problems reported. The patient was not resuscitated. The customer has concluded that the device did not likely cause or contribute to the patient's death. This opinion was based on the timely and successful use of a backup device.